Manufacturer narrative:
No product will be returned per customer and the event logs were not received as reported in the initial submission. The customer complaint could not be confirmed, the root cause of this failure was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that during a precedex infusion (100 ml bottle) on a ventilated patient, a programming error occurred when the user programmed a custom concentration. The precedex was ordered on a sliding scale for up to 1.4 mcg/kg/hr. The guardrails limit for precedex was a maximum dose of 1.1 mcg/kg/hr, and thus the custom concentration option was chosen by the user. Also infusing was normal saline at 75 ml/hr via another module. Earlier in the day the infusion rate was 1.2 mcg/kg/hr (12.7 or 12.75 ml/hr); the facility suspected that when the bottle was changed the user may have misprogrammed the concentration (400 mcg/100 ml) to infuse at 127 ml/hr. The patient became symptomatic; the physician assessed the patient who then continued on mechanical ventilation, and the precedex was titrated down over several hours at which time the patient returned to baseline with no other effects reported. An event log review was requested to check programming.